Manufacturer narrative:
The account reported a cautery tip burned a patient. The physician stated the cautery tip sparked between the tip and the pencil. The tip was guarded and char was noted between the tip and the pencil after use. The patient received a second degree and was treated with a topical dressing. It is unknown what generator was used or the settings. It is unknown how long the device was in use before the spark occurred. The sample was returned and was unable to be tested due to plug and part of the cord being cut off the cautery pencil. Also, cautery blades for the surgical pack were not returned. A root cause cannot be determined. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported the tip of the cautery tip caused a patient to be burned.